Manufacturer narrative:
It was reported the express 4 power harness appeared to have melted at the pcb connector. No injuries, open flames, or smoke was reported, nor fire department being called.

Event description:
Customer reported an interconnect cable issue.